Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached the explant indicator back in (B)(6) 2021. The device had reached a battery capacity depleted (bcd) status. A changeout procedure was performed and during it, the physician had difficulties when trying to remove the device from the patient's body. When the device was out, the header was found to be almost detached from it. Additionally, during lead evaluation, shock impedance measurements were found to be high out of range. The physician opted to continue using this right ventricular (rv) lead and monitor the patient. No adverse patient effects were reported. It is expected to receive this device for analysis.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X ray examination was performed. The header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached the explant indicator back in may, 2021. The device had reached a battery capacity depleted (bcd) status. A changeout procedure was performed and during it, the physician had difficulties when trying to remove the device from the patient's body. When the device was out, the header was found to be almost detached from it. Additionally, during lead evaluation, shock impedance measurements were found to be high out of range. The physician opted to continue using this right ventricular (rv) lead and monitor the patient. No adverse patient effects were reported. This device has been received for analysis.